Event description:
An (B)(6) patient underwent urgent repair for the ruptured right iia aneurysm on (B)(6) 2014 as follows: the abdominal aorta was embolized with the coda first, then coil embolization was performed in the right iia. Then, another manufacturer's stent grafts - an endurant mainbody was placed with the right approach, one excluder leg graft was placed contralaterally just above the bifurcation area between iia and eia in the left cia and two endurant leg grafts were placed ipsilaterally in the right cia and eia covering ostium of the right iia. Coda, previously being used to block the blood flow in the aorta, was reused to seal the stent grafts. However because pressure was not transferred to the balloon, it was removed and another manufacturer's reliant balloon was used instead. When the user inspected the code balloon, he found a pinhole. Additional info received (B)(6) 2014 indicated that there was no calcification in the vessel of the pt and the physician commented that it is unk if the pt death is directly related to the insufficient sealing caused by a pinhole of the balloon or ruptured aaa. He stated that this was an emergent case of a iia aneurysm rupture and copious bleeding was confirmed. (B)(6), 2014: additional info received as follows: after the procedure, surgery was conducted to remove blood for depressurization in the abdomen due to abdominal bleeding. Since pt's breathing seemed to have become stabilized, the pt was transferred to the ICU. However, in the middle of the night of the day of the procedure and surgery, the pt died from blood loss and shock. No autopsy was conducted.

Manufacturer narrative:
Pt weight.: unk as not provided by reporter. (B)(4). Event evaluation: still under investigation.